Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover and the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut and broken electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover. In addition, the electrode was severed near the fantail prior to receipt which occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy confirmed some electrode wires to have tensile breaks in the fantail region. The photographic imaging inspection and the scanning electron microscopy revealed broken wires in the fantail region. It is believed that these breaks can be associated with the loss of sound reported. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes and loss of sound. External equipment was exchanged, however, the issue was not resolved. Revision surgery is under consideration.